Event description:
The micro drill was sent for eval because, it was running on its own without activation during testing. There was no pt involvement; no adverse event was associated with the device.